Event description:
It was reported that a patient had a refill (B)(6) 2015 and started feeling bad ¿about 12-16 hours¿ afterwards, which was ¿exactly when the new drug was getting to the end of the catheter.¿ the patient had to go to the emergency room with excruciating leg and back pain the day after the refill. The concentration and dose programmed during the refill remained the same, but the healthcare professional (hcp) was using a new pharmacy. The hcps were ¿very concerned that the pump medication was not correct and that this was a pharmacy error.¿ the hcps suspected this because the patient had been doing ¿great and only came in fora refill.¿ per the manufacturer¿s representative, the patient¿s pump was going to be refilled with new medication and the hcp was going to send the drugs for testing to confirm the drug and concentration were accurate. The pump was used to infuse fentanyl, bupivacaine, and clonidine. No surgical intervention or outcome was reported for this event. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).